Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. The balloon was inflated more than three times. However, during inflation at 20 atmospheres, the balloon ruptured. The device was removed through the guide catheter and the procedure was completed with another of same device. There were no patient complications reported.